Manufacturer narrative:
(B)(4). Concomitant medical products: 00877503202 bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14 2673148. Investigation results concluded that insufficient information was provided to perform a compatibility check. Surgical notes were not provided. It could not be confirmed if the devices were used in an approved and compatible combination. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are also unknown. A definitive root cause cannot be determined with the information provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-02574-1, 0001822565-2017-02102, and 0001822565-2017-02104.

Event description:
It was reported that the patient is experiencing a possible allergic reaction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical products - shell porous with cluster holes 50 mm catalog 00620205022 lot 62311996; biolox delta, ceramic femoral head catalog 00877503202 lot 2673148; xlpe liner catalog 00631005032 lot 62287769. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.